Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty (pka) procedure using the robotic arm interactive orthopedic system (rio) when the surgeon monitor went black. The procedure was delayed and not completed until the next morning at 6am.

Manufacturer narrative:
Device identification: the reported device was confirmed to be a fiber optic to dvi kit, 3300ft, p/n 201730, lot gud061. Device history review: review of the device history records indicate the guidance cart that includes the reported component was manufactured and accepted into final stock on 06/04/2009. Device evaluation and results: according to gsp case (B)(4), the fse determined that the converter was causing the surgeon monitor to function improperly. Complaint history review: a review of complaints related to p/n 201730 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed in the field by the field service engineer. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a partial knee arthroplasty (pka) procedure using the robotic arm interactive orthopedic system (rio) when the surgeon monitor went black. The procedure was delayed and not completed until the next morning at 6am.